Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the lip ring of the reservoir was falling off part of the pump the reservoir was unable to lock in place when inserted into pump. The blood glucose was 18 mmol/l. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap / reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, fading serial number label, damage keypad overlay texture and minor scratched lcd window.